Manufacturer narrative:
Company representative evaluated the system. Corrections included rebooting of the receiver, antenna checkup, and reprogramming the ambulatory telepacks.

Event description:
Customer reported a gap in data on the dpm central station's waveform, which may have affected telemetry monitoring. No pt injury was reported.